Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 (low link switch error) alarms which were reproduced while running a loaded set. System error 322 alarms were verified through a review of the event history log and found to be caused by a intermittent lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Device was received from baxter (B)(4) coded for an ec 345. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 (thermistor disparity) alarms which were unable to be reproduced through evaluation. System error 345 alarms were verified through a review of the event history log and found to be caused by out of date processor printed circuit board (pcb) and input/output pcb. The out of date pcb's were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) and 322 (link switch error (low) ) alarms. There was no patient involvement associated with this event. No additional information is available.